Event description:
It was reported that the pump malfunctioned with a malfunction code displayed as "malf 12." There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which no further malfunctions occurred. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.